Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg was nonfunctional. The physician replaced the ipg and the patient was doing well postoperatively. The explanted ipg was not returned.